Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patient¿s meter has been returned and evaluated by lifescan (lfs) product analysis with the following findings: during evaluation, the meter was found to have a faded display. On (B)(6) 2017, the reporter contacted lfs (B)(4), alleging that their onetouch ping enhanced meter had a pink display. This complaint was initially ruled out because there was no indication that the product caused or contributed to an adverse event and the information obtained during the initial call did not reasonably suggest that a malfunction had occurred.